Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Twenty-nine (29) samples were received from customer. Water/leak test: returned samples were inspected for water leak test at 20 psi for 30 sec according to procedure mty-qc001 rev.102 and mty-m-5 rev. 101 and mty-m-181 rev. 102. Results: 6 out of 29 samples presented leak at the solvent bonding of stopcock p/n a409g2 and male luer lock p/n 500-010. Visual inspection was executed by un-aided eye and under magnification. Results: components shows a leak channel due to a lack of solvent during bonding process. Based on visual inspection of the samples, the most likely cause is a lack of solvent during rigid-rigid bonding process. Actions - awareness meeting with operators and quality inspectors about the failure mode reported on this complaint was held, documented on folio (B)(4) completed on 02/jun/21. As part of improvement activities solvent dispensers were identified with the expected level of solvent to avoid lack of solvent in the dip. Completed on 23/jun/21. Complaint data was reviewed on 14/july/2021 and after reviewing the complaints history from june 2018 to date, it was found that these are the 3rd. To 8th. Complaint related to leaking defect on the reported code: mx448f78mg. Previous complaints (B)(4) were not confirmed since no product was returned for investigation. No discrepancies were observed during the manufacturing of this lot. The cause of the reported problem was traced to the manufacturing process.

Event description:
Information was received indicating that a smiths medical extension set was leaking during use with IV fluid with nicu patients. There were no reported adverse events.